Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the nurse tried to pull out the device, the needle had been detached. It was confirmed by view inspection that the connection between the needle and the thread had no trace of being fixed with a machine. Also, the lazer hole seemed to be a cavity. The procedure was completed with another device. The event occurred during the procedure but the product was not used for the patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the samples noted one suture and one needle. The suture was received with the loop intact. The needle was observed to be detached from the suture. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. The retainer was inspected with no abnormalities. As no sealed products were returned, functional testing was precluded. Unfortunately, because no sealed products were returned, pmv couldn't verify that the needle was detached from the suture out of packaging. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.